Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was unknown. Customer stated she had tried all remedies. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted during our testing. However, the insulin pump was received with cracked reservoir tube lip.